Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that patient's right femur was revised after patient complaint of pain. The lag screw of the gamma3 nail broke at the junction of the screw and nail. The distal screw was also broken. Patient was revised to a cone conical hip construct.

Event description:
It was reported that patient's right femur was revised after patient complaint of pain. The lag screw of the gamma3 nail broke at the junction of the screw and nail. The distal screw was also broken. Patient was revised to a cone conical hip construct.

Manufacturer narrative:
The reported event that distal screw was alleged of k-180 implant breakage ¿ screw, could be confirmed on x-rays, unfortunately the device was not returned for evaluation. The screw was implanted on (B)(6) 2017 together with the nail implant, on (B)(6) 2017 can be seen on the x-ray picture that the nail implant has moved and the screw now static locked. On (B)(6) 2018 you can see on the x-ray picture that the screw is broken, on (B)(6) 2018 the screw was explanted together with the now broken nail. With available information it is very likely that the screw broke due to axial overload caused by high weight bearing (ref to bmi) and usual motion. With available information a deficiency of the device was not verified. If the device is returned or if any additional information is provided, the investigation will be reassessed.